Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called with high blood glucose levels and no back up plan. The customer was unable to remove the reservoir from the insulin pump due to his granddaughter putting crazy glue inside the reservoir compartment. During the call, the customer passed out. The paramedics were called, and they arrived shortly after. Advised that the insulin pump would be replaced. Nothing further was reported.